Manufacturer narrative:
(Correction) additional information included that was not provided in the previous smdr for this same event. The complaint product was returned. Of the ten sampled sealed blisters, nine were found to meet manufacturing specifications and sample ten was found to be out of specifications. The verification of the returned sample revealed a warp/non-circular lens. During the investigation no negative product impact could be identified and no root cause could be determined for the reported events. Possible root causes for a non-circular lens are: high or low uv intensity (no indications were found during the investigation) and coating (no indications were found during the investigation). A corrective and preventive action will not be initiated since no issues were identified during the investigation.the root cause reveals that no problem was found. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which stated that on (B)(6) 2018 the consumer has had annual visits to the ecp for contact lens examination in both eyes. It was also stated that the consumer was monitored for cataract, lattice on both eyes, pvd and dry eye syndrome. A corneal topography was performed and it was noted that the consumer had bilateral hypermetropia.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that she had dry eyes and upon removal of the contact lenses on her left eye (os) on (B)(6) 2018, she experienced severe pain. She visited the eye care professional (ecp) the following day and was sent to a corneal specialist who saw "bulls-eye wound" and tears in the cornea. On (B)(6) 2018, the consumer revisited the ecp which revealed a permanent scar on the center of the os which hinders her visual acuity (va). The consumer was unable to wear contact lenses and wore eyeglasses fulltime. It was also noted that the scar was too deep for laser. On (B)(6) 2019, it was reported that the consumer was healed. She was treated with an unknown antibiotic drops, three to four drops and an unknown oral antibiotic at night time. She was also prescribed with a lubricating eye drop. It was added that the consumer was currently experiencing photophobia, was unable to see out of some part of her os and cannot read in certain positions. She was scheduled for a follow up visit with the corneal specialist. Additional information was received on 18jul2019 via email from the consumer. It was reported that the consumer has a history of dry eye. It was also reported that the consumer had a scratch coming from the left side to right side over the eye in the cornea and had a "hole" in the center of the cornea over the pupil. The consumer had numerous visits to an eye doctor reported to be every other day for several weeks, before being referred to a corneal specialist. It was reported that the shape of the left eye was distorted due to the injury and vision compromised. The consumer was given a stronger prescription in the form of glasses. The consumer reported that october to december were very painful days of eye drops, ointments, bandages and extreme sensitivity to light of all forms. The consumer reported to wear glasses all day and still experiences interference in vision from the scar in the left eye. Medical records were received on 17jul2019, indicating that the left eye suffered from corneal erosion status post large abrasion with underlying edema. It was also reported that during the course of the injury the consumer also suffered from red eye and lacrimation. The best corrected visual acuity (bcva) prior to the incident was reported to be 20/20, the bcva after the incident however was reported to be 20/40 with ease and 20/40 but with great struggle due to the central scar. Medications prescribed were as follows: moxifloxacin 0.5%ml one drop on the left eye four times a day, doxycycline hyclate 100 mg av twice a day po for 10 days, artificial tears + peg 400-propylene glycol gel (chilled) as needed for pain, difluprednate ophthalmic emulsion to be applied in the morning only and nepafenac ophthalmic suspension to be applied three times a day.

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The consumer reported that she had dry eyes and upon removal of the contact lenses on her left eye (os) on (B)(6) 2019, she experienced severe pain. She visited the eye care professional (ecp) the following day and was sent to a corneal specialist who saw "bulls-eye wound" and tears in the cornea. On (B)(6) 2018, the consumer revisited the ecp which revealed a permanent scar on the center of the os which hinders her visual acuity (va). The consumer was unable to wear contact lenses and wore eyeglasses fulltime. It was also noted that the scar was too deep for laser. On (B)(6) 2019, it was reported that the consumer was healed. She was treated with an unknown antibiotic drops, three to four drops and an unknown oral antibiotic at night time. She was also prescribed with a lubricating eye drop. It was added that the consumer was currently experiencing photophobia, was unable to see out of some part of her os and cannot read in certain positions. She was scheduled for a follow up visit with the corneal specialist. Additional information was received on (B)(6) 2019 via email from the consumer. It was reported that the consumer has a history of dry eye. It was also reported that the consumer had a scratch coming from the left side to right side over the eye in the cornea and had a "hole" in the center of the cornea over the pupil. The consumer had numerous visits to an eye doctor reported to be every other day for several weeks, before being referred to a corneal specialist. It was reported that the shape of the left eye was distorted due to the injury and vision compromised. The consumer was given a stronger prescription in the form of glasses. The consumer reported that (B)(6) were very painful days of eye drops, ointments, bandages and extreme sensitivity to light of all forms. The consumer reported to wear glasses all day and still experiences interference in vision from the scar in the left eye. Additional information has been requested but not yet received.